Manufacturer narrative:
As reported a patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused filter tilt and abuts the inferior vena cava (ivc) wall and is fractured. The patient reported becoming aware of the events approximately nine years post implant. The patient also reported chest pain, multiple deep vein thrombosis (dvts) and anxiety related to the filter. According to the implant record the indication for the filter implant was dvt and pulmonary embolism. The filter was placed via the right femoral vein and deployed below the renal vein. The patient was transferred to recovery room in stable condition; there was no complication. Approximately eight years and nine months post implant a computerized tomography (CT) scan was performed to evaluate the filter. The results of the scan noted a trapease type ivc filter in place with 28 degrees tilt with the cephalic aspect toward the left. The cephalic tip of the ivc filter abuts the wall of the ivc. The inferior tip of the filter abuts the posterior right ivc. Fracture of the left posterior and mid posterior wires of the filter are seen with probable fracture of the more cephalic aspect of the filter wires. No wire extends beyond the ivc wall with interposed fat. There are no displaced components. The filter is s placed at the level of the left retro aortic renal vein, just cephalic to the iliac vein bifurcation. The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. The IFU states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without post implant image reports the reported events could not be confirmed or further clarified. Chest pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the patient was reported to have a preoperative diagnosis of deep vein thrombosis (dvt) and pulmonary embolism (pe). The right femoral vein was prepped and draped in sterile fashion and the right femoral vein was accessed under direct fluoroscopic vision, identifying the vena cava and the renal vein. The filter was deployed below the renal vein. The patient was transferred to recovery room in stable condition; there was no complication. Approximately eight years and nine months after the filter was implanted, the patient underwent a computerized tomography (CT) scan indicated for filter evaluation. The scan reported a trapease type ivc filter in place with 28 degrees tilting with the cephalic aspect toward the left. The cephalic tip of the ivc filter abuts the wall of the ivc. The inferior tip of the filter abuts the posterior right ivc. Fracture of the left posterior and mid posterior wires of the filter are seen with probable fracture of the more cephalic aspect of the filter wires. No wire extends beyond the ivc wall with interposed fat. There are no displaced component. The filter is s placed at the level of the left retro aortic renal vein, just cephalic to the iliac vein bifurcation. Incidental findings included atelectasis, mild calcification of the abdominal aorta and cholecystectomy changes. According to the information received in the patient profile form (ppf), the patient reports tilting and fracture of the filter, becoming aware of these events approximately nine years after the filter implantation. The patient further experienced chest pain, multiple dvts and anxiety related to the filter.

Manufacturer narrative:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted and abuts the inferior vena cava (ivc) wall and is fractured. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The device was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter-tilt and filter-fractured - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural/handling factors, or vessel characteristics, although unknown, may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare. Possible long-term complications associated with filter implantation include, but are not limited to, the following: filter obstruction, filter perforation of the vena cava wall, filter migration, filter fracture, recurrent pulmonary embolism.¿ without images available for review the reported tilt could not be confirmed or further clarified. The timing and mechanism of the tilt has not been reported at this time. As no lot number or other product information was supplied a phr could not be completed. The limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, there is specific evidence that the filter is tilted and abuts the ivc wall and is fractured. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.